Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that due to an alleged keypad failure, the front case keypad of the seventeen pcu modules will be replaced. There was not reported patient involvement.